Event description:
The device caused a short circuit and spark during use. The surgeon stopped using it because around the coil got burned. There was no surgical delay or harm to the patient. The backup device was used to complete the case.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed the manifold and the return brace of the active tip shows signs of melting and there was saline residue in the suction tube indicating the electrode has been used. This damage to the active tip would lead to sparking of the electrode as reported, confirming this complaint. No functional test was conducted to avoid further damage. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ a batch record review has been conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot. However in the interest of continuous improvement, a supplier CAPA has been initiated to investigate and determine a root cause for the melting of the active tips. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.